Event description:
Related manufacturer reference number: 3006705815-2022-00378 and 3006705815-2022-00380. It was reported patient experienced ineffective therapy and ipg reached end of life. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.